Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the right ventricular (rv) lead was noted as dislodged and confirmed via fluoroscopy imaging. There was also decreased r-wave sensing amplitude and the patient alleged experiencing diaphragmatic twitch. The rv lead was repositioned to resolve the event and the patient was in stable condition.